Event description:
Rayner intraocular lenses ltd. Received notification from the (B)(6) distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the haptic ruptured during injection. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00083.

Manufacturer narrative:
Rayner intraocular lenses ltd. Reports the following investigation findings: our review of production records for the c-flex 570c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (may 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch (B)(4).